Event description:
It was reported that during the use of the device for a non-clinical activity, the user facility's biomedical engineer (biomed) found the cooler heater unit leaking in pump room while just sitting there. The biomed opened unit and found a valve dripping. There was no patient involvement.